Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the idle pulley. Some bundles/filaments of the cable were frayed, but the cable is not fully broken. The frayed cable strand stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fbf instrument to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment from a fenestrated bipolar forceps (fbf) instrument fell inside a patient. The fragment was not retrieved. In addition, the customer observed wires coming from the tip of the fbf instrument. However, it is unclear when the customer first identified the broken wires. The surgical procedure was completed robotically. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.